Event description:
A nurse reported that a pt was admitted to a hospital on (B)(6) 2014, due to an exacerbation of congestive heart failure. On (B)(6) 2014, while admitted, the pt expired. This nurse reported that the pt was not dialyzing, at or four hours prior to the event and outcome.

Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has reviewed medical records and investigations are pending. The actual device was returned to the MFR for physical eval and determined to be functioning according to product specifications. Further eval found no device malfunctions that would have caused the reported event and outcome. A batch record review was conducted and confirmed there were no deviation or non-conformances during the mfg process. Product labeling, material, and process controls were within specifications.